Event description:
It was reported that the ipg was no longer functioning as intended and the patient was experiencing inadequate stimulation due to lead migration. The patient underwent an explant procedure. Additional information was received that all explanted device components will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2138700,, model: sc-2138-70, serial: (B)(4), batch: a07233.

Event description:
It was reported that the ipg was no longer functioning as intended and the patient was experiencing inadequate stimulation due to lead migration. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.